Event description:
It was reported that stuck on wire occurred. The target lesion was located in the mildly calcified and mildly tortuous circumflex artery. The 1.75 rotapro and rotawire were selected for use. When the burr was started up with the rotawire, angiographic image revealed the guide did not advance distal to the lesion and the burr did not advance. It was then noted that the transparent part of the rotapro catheter was filling with blood all over the patient. At the rotapro exit from the guide, it did not come out as it normally should so the decision was made to remove the burr and reload the system. An attempt was made to change the rotawire guide for an equal one. At the moment of wanting to remove the guide, it got stuck inside the rotapro catheter the physician decided to use another technique to complete the procedure. There were no patient complications and the patient fully recovered.

Event description:
It was reported that stuck on wire occurred. The target lesion was located in the mildly calcified and mildly tortuous circumflex artery. The 1.75 rotapro and rotawire were selected for use. When the burr was started up with the rotawire, angiographic image revealed the guide did not advance distal to the lesion and the burr did not advance. It was then noted that the transparent part of the rotapro catheter was filling with blood all over the patient. At the rotapro exit from the guide, it did not come out as it normally should so the decision was made to remove the burr and reload the system. An attempt was made to change the rotawire guide for an equal one. At the moment of wanting to remove the guide, it got stuck inside the rotapro catheter the physician decided to use another technique to complete the procedure. There were no patient complications and the patient fully recovered. It was reported that the patient was awake, and stable without any complications.